Manufacturer narrative:
The correction of d1 brand name, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous d1 brand name: powerled. Corrected d1 brand name: powerled 700. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, paint was peeling from side positioning handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, defective set cover with ext. Handle pwd700/evo (ard368321998) was replaced and device was returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient¿s treatment when the event occurrence. Based on an information gathered, the issue was found during preventive maintenance. As stated by subject matter expert at the manufacturing site, the most probable root cause for this case is repetitive shocks with another devices. This handle is made of plastic resin but is painted. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 15th may 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, paint was peeling from side positioning handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.